Manufacturer narrative:
A candela field service engineer (fse) inspected the unit and reported that the unit was operating within spec. The candela fse inspected the handpiece and found the window inside was burned and shattered. The burnt window may be due to debris building up on the window causing it to shatter. Candela instructs users through training and provides labeling to emphasize the importance of inspecting and cleaning the window frequently so debris does not get burned onto the window surface.

Event description:
A site reported a patient rec'd laser hair removal treatment and reported that during a pulse, a loud "pop" occurred, sending a small fragment of hot material on the patient's neck from the handpiece, which resulted in a 2nd degree burn.